Event description:
It was reported that the patient has undergone two tympanoplasty surgeries in the implanted ear. The first surgery was performed to remove a cholesteatoma in the middle ear and the second surgery was performed two months later to remove a granuloma. After these surgeries, no response was recorded on nrt. X-rays show a migration of the electrode array. The surgeon plans to explant the device and reimplant a new one in the near future (surgery date not known).